Event description:
While in use, the wound vac battery died without any alarm of low battery. This was confirmed by the patient's visitor and the assigned nurse.

Event description:
While in use, the wound vac battery died without any alarm of low battery. This was confirmed by the patient's visitor and the assigned nurse.